Event description:
It was reported the pt's (B)(6) ipg was explanted and replaced due to an increase recharge burden. Previous efforts to resolve this matter with use of a different programmer and charging system proved unsuccessful.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.